Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist checked the drawers and zones, had the nurse attempt to dispense the medication again, and the drawer opened as normal. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was not opening while trying to issue an oxycodone. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.